Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was over 400 mg/dl. Customer stated that new insulin pump was not working. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was alleging possible insulin pump under delivery because blood glucose kept going higher. Customer stated the drive support cap appeared normal. Customer reported displacement test and high performance test passed. The insulin pump and reservoir will not be returned for analysis.